Event description:
During emergence phase, lidocaine tubing noted to be running wide open after disconnecting pump tubing from pump. Ce investigated unit and tested unit. Ce could not duplicate the issue and reporting findings to risk. Appears to be tubing malfunction.